Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery was lasting less than one week. Customer reported to have awaken with insulin pump turned off. Customer's blood glucose was unknown. After troubleshooting, customer was advised that battery cap would be replaced.